Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultralink meter does not turn on. The pt stated that sometime before the issue started, she felt sick to her stomach. The pt denied seeking medical attention and did not take any action regarding diabetes treatment due to the issue. The product was new and the batteries were correctly installed. The battery contacts were in good condition. Based on the info provided, there did not appear to be any misuse of the product. This complaint is being reported because the issue was not resolved during troubleshooting. The pt's symptoms were not necessarily related to diabetes and happened before the meter issue, therefore, the product did not cause or contribute to any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.